Event description:
It was reported that patient developed an infection in the pump pocket. The patient showed signs of infection in or near the pump pocket. Cultures were taken from inside the pump pocket and sent for analysis. The patient's pump was explanted and a new pump implant was anticipated. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l59321, serial#, implanted: 1999 (B)(6), explanted: product type catheter, product ID 8598, lot# b003355n18, serial#, implanted: 2003 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).